Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278235, expiration date 10/31/2014). Reference medwatch report with patient identifier(B)(6) for the suspect device used in the performa nano system.

Event description:
Customer reportedly received results of 302 mg/dl and 112 mg/dl within 10 minutes on the mobile system. On a different date the customer received a result of 102 mg/dl on the mobile system and a result of 55 mg/dl on the performa nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.